Event description:
It was reported that tis right ventricular (rv) lead exhibited lead dislodgement. An x-ray was performed to determine if micro or grossly dislodged. A lead revision was planned. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.